Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was starting to crack by the drain fitting. Both covers had markings and were cracked. The line cord was worn. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to heat/leaking from disposable connection site) was confirmed during testing. The product problem occurred because of a defective heater assembly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the heater to correct the reported primary problem. The aforementioned damaged components were also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received indicating that a smiths medical level 1® hotline® blood and fluid warmer was found to be leaking from the disposable connection site. It was also reported that the unit was putting out no heat. There were no reported adverse effects.